Event description:
A malfunction alarm identified as code "malf 12" was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump as the malfunction code was resettable. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump, with instructions to reach out again if issues arose.